Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a dissection in the shaft polymer extrusion of the device approximately 181mm distal to the guidewire exit port. A request for clarification as to why the device was received in two sections confirmed that the customer dissected the shaft when the procedure was completed. The balloon was unfolded which indicates it had been subjected to positive pressure. Solidified blood was noted within the balloon material this is evidence of a device leak. Due to the condition of the returned device it was not possible to inflate the balloon to inspect for pinhole leaks. A microscopic examination of the balloon material was performed and no longitudinal, circumferential or pinhole tears were identified in the balloon material. Additional analysis was performed to identify balloon damage; the investigator immersed the balloon in water and palpated the balloon so see if bubbles escaped from the balloon material under the water as the presence of bubbles indicates balloon damage. Bubbles were noted escaping from the balloon material at the proximal edge of the proximal markerband. This demonstrates a pinhole leak was present in the balloon material. A microscopic examination of the site could not identify the pinhole due to the solidified blood on the inside and outside of the balloon material. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified multiple severe kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that after the percutaneous coronary intervention (pci) procedure, the shaft of the device was dissected.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 10/3.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.